Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) misinterpreted a supra ventricular tachycardia (svt) as a ventricular tachycardia (vt) resulting in an inappropriate shock therapy. The ICD remains in use. No patient complications have been reported as a result of this event.